Event description:
According to the customer, the tubing is "narrow" causing the blood sample to "hemolyze" and patients requiring to be "re-drawn".

Manufacturer narrative:
According to the customer, the tubing is "narrow" causing the blood sample to "hemolyze" and patients requiring to be "re-drawn". The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.